Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure, performed on (B)(6) 2024. During the procedure, the device was cutting the suture behind the bullet. The capio device was taken apart to see if the bullet was still lodged in the device but unable to see the bullet. It was unknown what had completed the procedure. There were no known patient complications reported as a result of this event.